Manufacturer narrative:
The explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The hospital reported to the field representative that the lead was explanted and replaced with another lead of the same model and that the explanted lead was discarded after the procedure. No additional adverse patient effects were reported.